Event description:
Th cl medical inc I-stop tvm had to be removed due to erosion, scars and organ perforation. It was perforating the vagina wall. 3 surgeries. First surgery 2007 failed. Advised md who practically ignored my symptoms and gave a hormonal vaginal cream. Second surgery, 2013, removal of the I-stop due to pain, bleeding, infection and unable to have a normal marital relationship with my spouse. Third surgery 2013 vaginal incision rupture showing muscle mass.